Event description:
The customer reported the ventilator would not function on backup battery. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. During evaluation, the fse reported the ventilator would operate on ac power, but not battery power. The fse informed the customer that the power supply and backup battery required replacement to address the reported problem. The customer declined further service of the device. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Customer declined service repair.